Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 01/25/2010 and was last repaired on 06/22/2012. The reporter is a cadaver tissue bank which experiences heavy usage of device. Eval of the device observed that the roller gear, side plates and comb were damaged. Prior to repair, the device could not be checked for calibration due to the damage to the comb. Two cutters, 1.5:1 ratio cutter serial number (B)(4) and 2:1 ratio cutter serial number (B)(4) were returned along with the device. Eval of the cutters demonstrated that 1.5:1 cutter produced an unacceptable test mesh and 2:1 cutter produced an acceptable test mesh. The gears on both cutters were replaced and returned to the customer. Improper handling most likely caused the damage to the roller and cutter gears, side plates and comb, which most likely caused the reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the gears on the zimmer skin graft mesher are damaged. There was no report of pt injury. The facility reporting the event is a cadaver tissue bank.